Event description:
Technician alleged the black ac accessory cable was cut about a foot up from strain relief. Internal wires on cord were exposed.

Manufacturer narrative:
Tech stated it was unknown how cord was cut. He replaced cord to resolve.